Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of feeding tube migration the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown, however, it was reported that the device was placed in (B)(6) 2013. According to the complainant, in (B)(6) 2013, the peg tube migrated due to lack of internal retention. A new peg tube was placed on (B)(6) 2013. Attempts to obtain information regarding the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.